Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Event description:
Customer reported he experienced high blood glucose of 565 mg/dl on (B)(6) 2014. Customer stated the insulin pump has been alarming no delivery and customer has been treating with manual injections for 3 days. Customer changed his site 7 or 8 times; all of the cannulas seemed straight and insulin would go through at prime. Customer has tried different cannula lengths; insulin is not expired or denatured. Customer tried inserting on his leg but it didn't work. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.